Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported that the insulin pump alarmed motor error. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. Customer's blood glucose level went up to 600 mg/dl. The customer treated their blood glucose level with an injection. The customer's current blood glucose level was 534 mg/dl. The insulin pump also alarmed no delivery. The customer was no receiving the correct amount of basal delivery. The device was not returned.